Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The sensor interface board (sib), anesthesia control board (acb), and cable to acb and sib were replaced which resolve the issue. No report of patient involvement. Unique identifier: (B)(6). Legal manufacturer: hcs madison - (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported an over delivery of pressure in the patient circuit. There was no report of patient involvement.